Manufacturer narrative:
The device was returned to the MFR for eval. The report of the system controller alarming was confirmed during analysis. The system controller was connected to the equipment in the MFR's site. In analysis, while maneuvering the black power lead, the test power module sounded a solid audio alarm. The black power lead was then stripped at the connector end which revealed a damaged inner conductor. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. In addition, a second system controller was returned for eval and was found to function as intended with no problems found. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was presented to clinical for routine lvad f/u. The pt reported having active alarms on two system controllers with continuous beeping and was instructed to change the system controllers. The pt reported not experiencing any other signs of symptoms associated with these lvad alarm conditions.